Manufacturer narrative:
]If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a in clinic check of the cardiac resynchronization therapy defibrillator (crt-d), premature battery depletion was suspected. The crt-d remains in use. No patient complications have been reported as a result of this event.